Event description:
Pt. Undergoing angiogram; arterial sheath broke off in femoral artery requiring emergent femoral popliteal bypass and removal of sheath. Reason for use: peripheral vascular disease and claudication.